Event description:
It was reported that noise was observed, causing ventricular inhibition and resulting in periods when the patient was not supported. Initially, the pulse generator was replaced, but the oversensing of noise continued. Attempts to reproduce the noise with isometrics, arm exercises, pocket manipula- tion, and positional changes were unsuccessful. The lead was capped. The patient was pacemaker dependent and asymptomatic.